Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, the customer delivered too much insulin via manual insulin injections. Tandem technical support advised customer to consult with healthcare provider if the low bg reoccurs.